Event description:
Patient's legal counsel reported patient underwent a total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to patient allegations of pain, discomfort, dysfunction, soreness, loss of range of motion, metal poisoning, metallosis, lack of mobility, and elevated metal ion levels. Review of invoice history indicates the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in the operative report noted patient underwent a left hip revision on (B)(6) 2014 due to pain and aseptic cup loosening. Operative report further noted the presence of clear serous fluid and lack of bony ingrowth on the cup. The modular head and acetabular cup were removed and replaced with competitor acetabular components and a biomet head.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " and "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08196 & 2015-01142).